Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported that a patient presented with shadows and double images in the left eye approximately one month post photorefractive keratectomy (prk). The patient was noted to have a small localized spot of corneal haze near the center.